Event description:
Reportedly, an infusion was set for three hours and it took four hours to deliver. The incident occurred the week of (B)(6)2009. A 500cc bag was used and the pump was programmed to run at 166cc/hr. There was no pt injury.

Manufacturer narrative:
The device evaluation is underway; results will be reported when the evaluation is completed.